Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the insulin pump had air bubble in tubing again and was resolved when he changed set. Customer declined to troubleshoot. Customer's blood glucose was 66 mg/dl. No further information provided.